Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer initially struggled and used multiple cartridges before contacting support. Technical support instructed the customer to follow on-screen instructions to complete loading the cartridge, which the customer successfully did, allowing them to resume regular insulin delivery.